Event description:
Procedure type: sleeve gastrectomy. As reported in literature: (B)(4) pts with bmi } (b)(46) underwent laparoscopic sleeve gastrectomy. From (B)(6) 2006 to (B)(6) 2009, (B)(4) pts with bmi } (B)(6) underwent laparoscopic sleeve gastrectomy. The study notes that the laparoscopic autosuture staples from both covidien and ethicon were used in the study. Postoperative leakages were identified in (B)(4). All (B)(4) pts had leakage from the eg junction. One of the leaks resolved with conservative treatment of nothing by mouth and intravenous nutrition. Two pts required reoperation for fistula exclusion and partial lung resection. One pt required reoperation for drainage of abscess and feeding jejunostomy. All four pts required prolonged hospital stay. Reinforcement material was not used in this pt group. Pt with a eg junction leak, reoperation for fistula exclusion and partial lung resection.

Manufacturer narrative:
(B)(4).